Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump alarmed button error. Customer was running low earlier in the day; customer treated with almonds and milk. The current blood glucose reading is 106 mg/dl. Customer reported a hospitalization that happened in march 2014. Customer was hospitalized due to diabetes ketoacidosis. The first hospital treated her with ten units of insulin and a bag of fluids and discharged her. Customer went to second hospital, due to diabetes ketoacidosis. Customer was hospitalized for four days. The tape had not adhered to her body and infusion set. Tape wrapped around the cannula. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received button error alarm with intermittent button response due to corroded keypad traces. However, the device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.